Manufacturer narrative:
The returned sample was visually inspected for any anomalies, during which no issues were noted that would lead to a leak in the part. The unit was then gradually pressurized in a water bath to roughly 1000mmhg for 30 seconds, being sure that all caps and connections were tightened and closed. No leaks were observed during the test. The sample was then coupled with a bpm head and the test was repeated. No leaks were observed during this test. The lot information for the affected product was not provided; therefore, a review of the device history records could not be performed. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the shunt sensor leaked. During the extracorporeal circulation, at the termination of bypass, the shunt sensor was discovered to be leaking blood. Blood loss of 2-3 ml. Product was not changed out. Surgery was completed successfully.